Manufacturer narrative:
As reported, a 7 fr. Exoseal vascular closure device (vcd) was used to achieve hemostasis and was inserted into an 11 cm. 7 fr. Si brite tip str sheath (complaint product). During withdrawal of the exoseal device and brite tip sheath, resistance was felt. Therefore, they were removed both devices from the patient. It was unknown how the hemostasis was achieved. There was no bleeding complication reported either during or after the procedure. There was no reported patient injury. The product was clinically used. The target lesion for the procedure was unknown and no target lesion characteristic information was provided. Additional information received indicated that the product issue being reported against brite tip sheath is resistance/friction and withdrawal difficulty. The exoseal device was able to be locked with the brite tip sheath. The exoseal vcd was prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Additional information was requested but was reported to be unknown. No additional information is available at this time. (B)(4): the product was not returned for analysis. A review of lot 17619080 revealed no anomalies during the manufacturing and inspection processes.   Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the IFU, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.   Please note that this is the initial/final report for this product.

Event description:
As reported, a 7 fr. Exoseal vascular closure device (vcd) was used to achieve hemostasis and was inserted into an 11 cm. 7 fr. Si brite tip str sheath (complaint product). During withdrawal of the exoseal device and brite tip sheath, resistance was felt. Therefore, they were removed from the patient. It was unknown how the hemostasis was achieved. There was no bleeding complication reported either during or after the procedure. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion for the procedure was unknown and no target lesion characteristic information was provided. Additional information received indicated that the product issue being reported against brite tip sheath is resistance/friction- withdrawal difficulty. The exoseal device was able to be locked with the brite tip sheath. The exoseal vcd was prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Additional information was requested but was reported to be unknown. No additional information is available.